Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. The customer reloaded the cartridge and a cartridge change error message occurred. A cartridge change was performed to resolve the issue. Customer's blood glucose level was 173mg/dl.